Event description:
The patient reported that the ok keypad button was not responding to button presses for two weeks and was getting worse. The keypad was reportedly intact but the keypad symbols were worn. The patient reportedly wore the pump on the outside of his clothing and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): there was no visible damage to the keypad. The keypad buttons were found to be intermittently responding to presses requiring increased force to engage. The keypad was removed and contamination was observed under the button contacts.